Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) experienced a posterior rupture of the lens capsule and a displaced lens nucleus. It was also reported that the operating physician ascribed the incident to be most likely a result of user error but wanted to report the incident.

Manufacturer narrative:
Investigation of the incident included analysis of the system optical coherence tomography (oct) recording. No system video display recording was available for review. From the analysis of the oct recording, it was concluded that the laser cutting pattern for lens fragmentation had been delivered more posterior than the optimal location in the eye. The investigation concluded there were multiple factors that may have caused and/or contributed to the incident: incorrect identification of posterior lens capsule boundary of the oct-displayed image by the system; coupled with the operating physician's failure to properly confirm the posterior lens capsule boundary before activating the laser.